Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache and ectopic pregnancy. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as ethinylestradiol;norgestimate (sprintec) from (B)(6)2016 to (B)(6)2017, ibuprofen, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2016: total bilateral occlusion. Ultrasound scan - on (B)(6)2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on 01-aug-2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length.. Ultrasound scan vagina - in (B)(6)2012: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst.. Concerning injuries reported in this case the following one was described in patient medical records:embedded device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device/ breakage/ left essure break'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache, ectopic pregnancy, gerd, appendicitis, scoliosis, hernia repair, irritable bowel syndrome and urticaria. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as doxycycline hyclate, ethinylestradiol;norgestimate (sprintec) from (b5-dec-2016 to 6-jul-2017, ibuprofen, metronidazole, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("the left essure break and they were not able to remove it"). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, anxiety, depression and complication of device removal outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure removal date - 01feb2017. Patient received treatment for abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding and vaginal discharge. Essure removal / revision surgery information: were you advised of any complications from your essure removal procedure? Yes. (B)(6) 2017: the content of the communications the left essure break and they were not able to remove it . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6) 2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length.. Ultrasound scan vagina - in (B)(6) 2012: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst. Concerning injuries reported in this case the following one was confirmed in patient medical records: embedded device, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome : abnormal bleeding , vaginal infection were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device/ breakage/ left essure break'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache, ectopic pregnancy, gerd, appendicitis, scoliosis, hernia repair, irritable bowel syndrome, urticaria, cholecystectomy, appendectomy, umbilical hernia, adnexa uteri cyst, weight loss and epigastric pain. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as doxycycline hyclate, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, metronidazole, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("the left essure break and they were not able to remove it"). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, anxiety, depression and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, abdominal pain, dysmenorrhoea, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure removal date - (B)(6) 2017. Patient received treatment for abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding and vaginal discharge. Essure removal / revision surgery information: were you advised of any complications from your essure removal procedure? Yes (B)(6)2017: the content of the communications the left essure break and they were not able to remove it diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2016: total bilateral occlusion; on (B)(6)2016: total bilateral occlusion. Ultrasound scan - on (B)(6)2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6)2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length.. Ultrasound scan vagina - on an unknown date: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst.. Concerning injuries reported in this case the following one was confirmed in patient medical records: embedded device, pelvic pain, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device/ breakage'), embedded device ('retained device appears embedded within interstitial portion of tube'), genital haemorrhage ('gen. Abnorm. Bleed') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache and ectopic pregnancy. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure removal date - (B)(6) 2017. Patient received treatment for abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6) 2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length. Ultrasound scan vagina - in (B)(6) 2012: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst. Concerning injuries reported in this case the following one was confirmed in patient medical records: embedded device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events added: abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding, vaginal discharge. Outcome of the events pelvic pain, abnormal bleeding(vaginal), abnormal bleeding (menorrhagia) and dysmenorrhea (cramping) were updated to recovered/resolved. On 3-sep-2019: no new information received. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device/ breakage/ left essure break'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache, ectopic pregnancy, gerd, appendicitis, scoliosis, hernia repair, irritable bowel syndrome, urticaria, cholecystectomy, appendectomy, umbilical hernia, adnexa uteri cyst, weight loss and epigastric pain. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as doxycycline hyclate, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, metronidazole, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("the left essure break and they were not able to remove it"). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, anxiety, depression and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure removal date - (B)(6) 2017. Patient received treatment for abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding and vaginal discharge. Essure removal / revision surgery information: were you advised of any complications from your essure removal procedure? Yes (B)(6) 2017: the content of the communications the left essure break and they were not able to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6) 2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length.. Ultrasound scan vagina - on an unknown date: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst.. Concerning injuries reported in this case the following one was confirmed in patient medical records: embedded device, pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device/ breakage/ left essure break'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache, ectopic pregnancy and gerd. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as doxycycline hyclate, ethinylestradiol;norgestimate (sprinted) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, metronidazole, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In may 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("the left essure break and they were not able to remove it"). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal infection, anxiety, depression and complication of device removal outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal discharge had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure removal date - (B)(6) 2017. Patient received treatment for abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding and vaginal discharge. Essure removal / revision surgery information: were you advised of any complications from your essure removal procedure? Yes (B)(6) 2017: the content of the communications the left essure break and they were not able to remove it diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6) 2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length.. Ultrasound scan vagina - in march 2012: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst.. Concerning injuries reported in this case the following one was confirmed in patient medical records: embedded device, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome for abnormal bleeding was recovering. Event added the left essure break and they were not able to remove it based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device/ breakage/ left essure break'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache, ectopic pregnancy and gerd. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as doxycycline hyclate, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, metronidazole, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("the left essure break and they were not able to remove it"). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal infection, anxiety, depression and complication of device removal outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain and vaginal discharge had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure removal date - 01feb2017. Patient received treatment for abdominal pain, dysmenorrhea (cramping), back pain, general abnormal bleeding and vaginal discharge. Essure removal / revision surgery information: were you advised of any complications from your essure removal procedure? Yes (B)(6) 2017: the content of the communications the left essure break and they were not able to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: obstetrical ultrasound: pelvic pain and vaginal spotting conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6) 2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length.. Ultrasound scan vagina - in (B)(6) 2012: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst.. Concerning injuries reported in this case the following one was confirmed in patient medical records: embedded device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Outcome for abnormal bleeding was recovering. Event added the left essure break and they were not able to remove it based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage right coil/retained essure device within the right side/1cm retained portion of essure device'), embedded device ('retained device appears embedded within interstitial portion of tube') and pelvic pain ('physical pain / pain pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulosis, migraine headache and ectopic pregnancy. Concurrent conditions included anemia, vomiting, abdominal pain, epigastric pain, leukocytosis, dental caries, vaginitis bacterial and dysmenorrhea. Concomitant products included ferrous sulfate for anemia, diazepam (dizepam) for anxiety as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, ibuprofen, naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of left side coil and part of right side). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2012: obstetrical ultrasound: pelvic pain and vaginal spotting. Conclusion: 16 x 17 x 13mm complex right adnexal cyst. 14 x 12 x 14mm left ovarian cyst.; on (B)(6) 2017: there is a retained right essure device within the right fallopian ostium, measures 1.2cm length. Ultrasound scan vagina - in (B)(6) 2012: impression: 3.0cm right adnexal cyst and 2.1cm left adnexal cyst. Concerning injuries reported in this case the following one was described in patient medical records:embedded device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), device breakage, infection (bladder/urinary tract/vaginal): vaginal, psychological or psychiatric problems: anxiety, depression and mental anguish, embedded device were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.